Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced high out of range shock impedance measurements of 125 ohms. Beeping tones were also noted. No adverse patient effects were reported. At this time, this ICD system remains implanted and in-service.